Event description:
Procedure: hepatectomy. According to the reporter: the surgeon used the stapler to cut the hepatic vein. The use of stapler was normal at the time of firing. However, when the surgeon was finishing up the surgery, and closing the skin, it was discovered there was bleeding. The surgeon re-opened the pt and discovered that the hepatic vein was bleeding at the staple line. According to the surgeon, some staples did not form properly. Current condition of the pt is normal.